Event description:
It was reported that the health care professional (hcp) had called in querying about the atrial tachy response (atr) events. There were concerns if the patient was in true atrial fibrillation (af) or noise. Also, it was suspected that there could be right atrial (ra) lead fracture. The patient has been anticoagulated and now re-evaluation will be performed to check if there really was a need for anticoagulation. Technical services (ts) reviewed and stated that the ra lead fracture appeared to have been identified by the device with two signal artifact monitor (sam) events, showing noise on the atrial channel and pacing impedance measurements were measuring greater than 3000 ohms. After these events a mechanical intermittent noise appeared on the atrial channel. There was far field signal on the atrial channel of ventricular activity falling in the blanking and was counted by atr algorithm. Ts recommended to consider investigating on the ra lead through x rays. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the health care professional (hcp) had called in querying about the atrial tachy response (atr) events. There were concerns if the patient was in true atrial fibrillation (af) or noise. Also, it was suspected that there could be right atrial (ra) lead fracture. The patient has been anticoagulated and now re-evaluation will be performed to check if there really was a need for anticoagulation. Technical services (ts) reviewed and stated that the ra lead fracture appeared to have been identified by the device with two signal artifact monitor (sam) events, showing noise on the atrial channel and pacing impedance measurements were measuring greater than 3000 ohms. After these events a mechanical intermittent noise appeared on the atrial channel. There was far field signal on the atrial channel of ventricular activity falling in the blanking and was counted by atr algorithm. Ts recommended to consider investigating on the ra lead through x rays. This device remains in service. No adverse patient effects were reported.